Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged blood glucose event could not be evaluated due to damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (274 mg/dl) for the past two days. Correction boluses via the pump were delivered to address bg level. A recommendation was made for the customer to discuss elevated bg levels with a healthcare provider.